Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the controller went blank/unresponsive yesterday. On the call instructed patient to take the battery out and plug the controller in the wall. The screen came on. Patient put the battery back in and confirmed it was charging. Troubleshooting resolved the reported issue. Additional information received from the patient. Patient called back repeating how they had an unresponsive controller this morning and the issue was resolved, but now when they went to charge the implant, they saw system problem rm03. Patient confirmed no damage to the recharger. Patient plugged recharger back in, and the error message cleared. Patient started charging session with excellent quality, but stated they had to reposition a lot as they normally saw poor recharge quality message. Patient confirmed they would feel heating of the recharger paddle. The issue was not resolved. An email was sent to repair to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed recharge antenna failure and no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the controller went blank/unresponsive yesterday. On the call instructed patient to take the battery out and plug the controller in the wall. The screen came on. Patient put the battery back in and confirmed it was charging. Troubleshooting resolved the reported issue. Additional information received from the patient. Patient called back repeating how they had an unresponsive controller this morning and the issue was resolved, but now when they went to charge the implant, they saw system problem rm03. Patient confirmed no damage to the recharger. Patient plugged recharger back in, and the error message cleared. Patient started charging session with excellent quality, but stated they had to reposition a lot as they normally saw poor recharge quality message. Patient confirmed they would feel heating of the recharger paddle. The issue was not resolved. An email was sent to repair to replace the recharger.